Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 where it was reported that during a drug infusion the pump turned off with no alarm sounding prior to the unit shutting off. There was no patient harm but there was a slight delay in therapy and therapy was resumed on a different pump.

Manufacturer narrative:
Engineering can confirm the customer¿s claim on the pump shutting down during infusion. Engineering evaluates that although the pump activity on 03/27 all occurred while the pump was on battery, there doesn¿t seem to be an indication of power loss due to a low or depleted battery. Clinical logs show the battery level at 4 which is the max charge level so the pump would not have alerted the user of an eminent shutdown further confirming the customer¿s claim of the pump shutting down without warning. The probable cause of the abnormal shutdowns is likely due to the pump¿s incomplete boot-up sequence. Engineering recommends service center perform preventive maintenance tests ¿ covering the battery and power system.¿ performed preventive maintenance test as per tsm, the unit was found to have stuck damaged hex screw on power supply board chassis. The battery terminal cables were found pinched and the unit passed distal occlusion on both 6 psi and 10 psi respectively by hair. Scheduled to be replaced.